Event description:
A customer reported an abo discrepancy for a patient when testing was performed on the galileo echo ((B)(4)).

Manufacturer narrative:
An immucor technical support specialist reviewed the image result files for the group screen assay. The sample resulted as a positive. Test wells visually appeared negative as expected. Upon repeat testing with a different sample (same patient), type o positive results were obtained. One additional sample was tested on the same batch and reacted as expected. A review of the image result files for different patient samples tested prior to this sample showed that all samples resulted as expected. A review of the event log showed that sample racks were removed and added several times and also displayed a warning for duplicate ids. The plasma color in the test well was different between the original test results and the repeat test results. The batch results of samples following the initial batch showed that the samples tested in batch 18319 had the same result interpretations and similar plasma color as the sample results in batch 18318. Based on the information available, the samples ids in batch 18318 were mis-identified during sample loading. This issue was previously investigated and was communicated through two customer communications, (B)(4). Based on the investigation, it was determined that if one rack is loaded on the echo but not fully inserted and a second rack is inserted at the same time, the sample ids from the second rack can be assigned to the first rack. The event log will not log the second rack as a result of this unexpected sample loading. This issue was corrected with software version 1.4 patch 1 and the subsequent reagent pcb basecode upgrade. The customer was advised to upgrade their instrument to 1.4 patch 1. Customer is currently on software version 1.4.